Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device was working fine and then pt's communicator died and pt has been trying to increase stimulation, but pt is not feeling stim. Pt also reported not getting a 50% reduction in symptoms. Pt stated their therapy was at 1.2volts and pt increased stim to 1.5volts, but pt is still not feeling any stimulation. Patient services reviewed therapy and stimulation overview and expectations. Pt stated their hcp has not given pt any guidance regarding therapy and pt stated they were advised to adjust therapy as needed. Patient services reviewed function of communicator and reviewed communicator depleting would not have any impact on therapy. Walked pt through how to connect with ins and increase stimulation. Pt increased stimulation on call from 1.5volts to 1.8volts. Pt stated stim was strong at 1.8volts and pt wanted to decrease stim to 1.7volts. Pt confirmed feeling stim comfortably at 1.7volts in lower butt cheek (confirmed in bike seat area). Patient services recommended pt monitor symptoms now that change was made and follow up with hcp if not seeing an improvement in symptoms. Pt stated that they stopped feeling stimulation later in call. Patient services reviewed stimulation expectations and recommended pt monitor symptoms. Pt inquired how soon will they not be going to the bathroom every 30 minutes. Redirected pt to hcp to discuss symptoms. Pt provided event date as "I think friday, (B)(6)". Agent did not ask about the circumstances that led to the reported issue. See above. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that the cause of not feeling stimulation was not determined. The patient wrote that they called to see how often they could change the stimulation therapy and wrote that the agent was very helpful and nice. The issue was resolved. Additional information was received from the patient. They reported that their stimulator helped th eir symptoms a lot, then after a while they noticed frequency. They used their control equipment to increase and that had helped, but it had come back more often and the patient was trying to sue the equipment the night prior and could not. It was 100% charged and they saw a rectangle 100%. They stated the handset was dark and unresponsive. Troubleshooting was done, but the patient was unable to power up the handset. Patient's spouse arrived and somehow pressed something to start up the handset. They were able to unlock and use the mytherapy app to increase stimulation from 2.8 to 2.9 volts on program 1. They said they could feel the stimulation where the ins was located and they did not feel it anywhere else. It was recommended they work with their hcp, they noted they had an appointment coming up in a week or so. They were going to monitor symptoms and continue working with their doctor and program settings if needed.